Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed unexpected restart error. The patient's blood glucose at the time of incident is unknown. The device would also alarm battery out limit during battery changes despite the battery not being out of the insulin pump for more than ten minutes. The device has also alarmed low battery followed by off no power. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with high currents due to faulty connector on radio frequency board. The insulin pump passed the self-test, off, no power test, error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected restart alarm, battery out limit, weak battery or off no power alarm noted. No damage found on interface board noted. The insulin pump had minor scratched display window.